Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium and chloride results on their modular analytics core analyzer. Of the provided data, there were nine discrepant sodium and one discrepant potassium results reported outside the laboratory. After the initial results, the customer repeated quality control testing with failing results. The customer then noticed the ise tubing was twisted and massaged the tubing smooth. The customer repeated all testing performed since the last valid qc results and reported those corrected results outside the laboratory. All data reported in mmol/l the first patient's initial sodium result was 150. The repeat sodium result was 138. The second patient's initial sodium result was 155. The repeat sodium result was 143. The third patient's initial sodium result was 151. The repeat sodium result was 140. The fourth patient's initial sodium result was 150. The repeat sodium result was 140. The fifth patient's initial sodium result was 154. The repeat sodium result was 141 the fifth patient's initial potassium result was 5.7. The repeat potassium result was 5.2. The sixth patient's initial sodium result was 156. The repeat sodium result was 143. The seventh patient's initial sodium result was 154. The repeat sodium result was 142. The eighth patient's initial sodium result was 154. The repeat sodium result was 140. The ninth patient's initial sodium result was 154. The repeat sodium result was 141. There was no adverse affect to any patient as a result of this event. Lot numbers for the sodium or potassium electrodes were not provided. The field service representative stated the problem was due to fluidics failure of tubing inhibiting fluidics flow. He replaced the tubing in the fluidics system. He ran performance testing on the analyzer with passing results.